Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 48x52 mm diameter abdominal aortic aneurysm. The proximal aortic neck was 20 mm in diameter, narrowing to 18x14 mm just above the aneurysm. The proximal neck length was 54 mm. There was no angulation of the neck. Due to this anatomy, the physician implanted from just below the renal artery. It was reported that on an unknown date, during follow up, limb occlusion was noted in the main body. No occlusion had been seen at the end of the index procedure, nor had any kinking of the stent graft been observed. The physician performed a thrombectomy and used kissing balloons to open the stent. No additional clinical sequelae were reported and the patient is fine. The physician commented at being unable to find the main factor of the occlusion so that the exact cause was unknown.